Manufacturer narrative:
This report is filed march 18, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported). It is unknown whether the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed may 3rd, 2016.